Event description:
Philips received a complaint by the customer on the v60, indicating that the display was dim, and the backlight failed. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the device was removed from service. The customer reported to the remote service engineer (rse) that the v60 display was dim. The rse advised the customer that the latest version of the service manual was version r. The biomed requested parts for updating the v60 to a second generation display, and the rse provided the customer with the part numbers.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 04/07/2023, the customer has not received the user interface (ui) printed circuit board assembly (pcba) replacement yet as it is on backorder, and parts will be returned if a shipping label is provided. Additionally, the customer suspected that all first-generation backlight units will also require this update/repair. The repair for this unit cannot be conducted at this time due to a backorder status of a part (ui pcba) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.